Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with information indicating the patient is deceased. Further review of the manufacturer¿s database indicated the patient and died approximately three weeks after device replacement. The cause of death was requested of the cardiologist and primary care physician and is unknown.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2014. A 694758 lead implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.